Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, heavy periods and fibroids. Concurrent conditions included trichomonal vaginitis, vaginitis, (B)(6) infection, uterine ablation, cesarean section (cesarean section in 2013), thrombophlebitis, bacterial vaginosis and shortening of menstrual cycle. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hot flush ("hormonal changes - describe: hot flashes"), feeling cold ("hormonal changes - describe: cold flashes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") with vaginal discharge, migraine ("migraines / headaches / severe migraines") and anaemia ("other injury(ies) or complication(s): anemia") and was found to have uterine leiomyoma ("tumor / teratoma / cancer: uterine fibroids") and weight increased ("weight gain / loss (specify which one): weight gain"). The patient was treated with surgery (ablation, robotic total laparoscopic hysterectomy, right ovarian cystectomy, bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hot flush, feeling cold, cystitis, urinary tract infection, vaginal infection, uterine leiomyoma and weight increased outcome was unknown and the fatigue, migraine and anaemia had resolved. The reporter considered abdominal pain, anaemia, cystitis, dysmenorrhoea, fatigue, feeling cold, hot flush, menorrhagia, migraine, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet and medical records received. Event injury updated to ¿abdomen pain, events - abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, hormonal changes - describe: hot/cold flashes, infection (bladder/urinary tract/vaginal), migraines / headaches, pain, tumor / teratoma / cancer: uterine fibroids, vaginal discharge, weight gain / loss (specify which one): weight gain, other injury(ies) or complication(s): anemia¿, reporter information, lab data, medical history, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.